Event description:
Donors were not scheduled for chagas testing by (B)(4) (chagas utility package - cup). Background: the lifetrak cup was developed to help blood centers determine which units should be tested, schedule the test and flag those units until the test result is received. The cup does not include donors who previously tested negative and are now suspect by health history response or donor of a specific donation type, such as therapeutic donations - these are managed locally at the (B)(4). The cup is executed in lifetrak lab when the unit is checked in at the donor source card entry. The cup looks at donors in lifetrak donor who have no result for chagas and donors who do not have a valid result for chagas based on the configuration determined by the customer. When the unit is checked into lifetrak lab, that info is queried (in lifetrak donor) until the donor's chagas status is known, and if a chagas test is required, the chagas test is scheduled in lifetrak lab and a "hold" interdiction is placed on the unit to prevent labeling. The hold interdiction is automatically removed once a chagas result is received to allow labeling. The hold interdiction is also configured in a program by the customer. Chagas testing is not a mandatory donor screening test until (B)(4) 2011. At that time, chagas testing will not be required on donors who have previously tested negative or positive for chagas. A test will be required for new donors and those donors who do not have a valid chagas test result. A chagas test also be required if a donor previously tested as negative is suspected of possible infection based on their response to the health history questionnaire. Some blood centers have been early adopters of chagas testing based on the availability of a licensed test. History of the event: (B)(6) reported on (B)(4) 2011, that they noticed that a very low number (2) chagas tests were scheduled. Investigation by mediware technical support determined that since (B)(6) 2011, some chagas tests had not been scheduled by the cup. It was also determined that a spurious record dated (B)(6) 2011, was in a chagas data table, that cause some units to miss the expected test scheduling and interdiction placement by the cup. When this record was reached in the table by lifetrak lab, an error aborted the process. The process of reaching this record in the table is dependant on the quantity of data in the table and may not cause complete failure of the cup. Units are only placed in this data table when info is not readily available in lifetrak donor. The cause of the presence of this spurious record was determined to be the deletion of a unit in lifetrak lab that did not get deleted in chagas data table. When the record was reached by lifetrak lab an error occurred and the user was not alerted by the sys. Mediware has further determined that any time that a record is deleted or a collection date is changed, the chagas data table requires manual updating to reflect the change to prevent the presence of unacceptable records in the table. (B)(6) does not require that units be entered into lifetrak donor prior to starting production in lifetrak lab. If the info on the donor is present in lifetrak donor at the time of check-in to lifetrak lab, this error would not have occurred because a record is only inserted into the chagas data table when lifetrak donor is queried for the info regarding scheduling the test. Additionally, (B)(6) is not utilizing the on site registration module in lifetrak donor which provides immediate updating of lifetrak donor at the donation site. Use of the lifetrak donor on site module would have prevented the issue. Actions taken by (B)(6): mediware provided a listing of affected units to (B)(6), units that were donors were not identified for chagas testing. (B)(4) units, were identified by (B)(6) as requiring recall because they were not tested for chagas as required by their internal procedures. (B)(6) has suspended the use of the lifetrak lab cup until mediware provides a modification of the software to provide for automatic updating of the chagas data table when units are deleted or modified. Actions taken by mediware: there are (B)(4) customers currently using the lifetrak lap cup in production: (B)(6). Mediware has evaluated the lifetrak lab systems at each of the above users and has determined that the problem has occurred only at the (B)(6) location. All donors have been correctly identified as requiring chagas testing at (B)(6). Mediware is continuing to monitor the systems at these locations on a daily basis. Additionally, two customers are in the process of implementing lifetrak lab cup, but have not completed their validations therefore lifetrak lab cup is not being used in those facilities: (B)(6). On (B)(6) 2011, mediware sent customer notification number (B)(4) to each of the above customers to explain the circumstances under which this issue is manifested. The notification also advises these users to notify mediware immediately in the event that a unit is deleted in lifetrak lab or a collection date is modified in lifetrak lab or donor and to verify that chagas testing is correctly identified. Changes to the data tables by customers are not permitted by the lifetrak software, corrections to tables in the sys must be made by mediware technical staff. Mediware is requiring direct signature of this noticed and is requesting as part of verification that customers return a signed affidavit ((B)(6) envelope provided by mediware with the notification) indicating that the issue is understood. Mediware will assure 100% verification with these customers.